Event description:
It was reported that patient had a total knee replacement on (B)(6) 2014. On (B)(6) 2016 a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
It was reported that patient had a revision surgery due to unspecificied reasons. The affected journey ii bcs femoral component, journey bcs resurfacing patellar component, journey ii bcs articular insert and journey tibial baseplate were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available and no specific reason for revision provided, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.